Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of event - ni. Date implanted - date ni. Initial reporter - name ni. PMA 510(k): - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051843. Product location unknown.

Event description:
Patient underwent an irrigation and debridement procedure due to pain and infection.